Manufacturer narrative:
The device was not returned to mmd for evaluation. A DHR review was completed and did not show the currently reported issue. Because the device was not returned to mmd for evaluation, an investigation could not be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the pump did not audibly alarm dose done. They stated that the alarm could be seen on the pump screen, but that it did not occur audibly. The initial reporter was asked to check the pump settings to verify if the pump was set to "mute when done" or "beep when done" and they stated that it was set to beep when done. Mmd did follow up with the initial reporter, who stated that the complaint occurred during testing and had not had any effect on a patient. No additional information was provided. [ (B)(4) ].